Manufacturer narrative:
Model number/catalog number: sc-2366-50. Serial number: (B)(4). Batch/lot number: 13653073/13927646. Model/catalog description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patients device was not helping enough. The patient underwent an ipg and lead explant procedure.